Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed on the transfer set with an in lab mini-cap attached with no leaks observed. Clear passage and clamp function testing were also performed on the transfer set with no issues. Torque engagement testing was performed on the transfer set (twist sleeve) with acceptable results. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp a peritoneal dialysis (pd) transfer set was ¿very loose and easy to twist¿. This was observed before peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.